Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the they experienced low blood glucose with blood glucose of 40 mg/dl at the time of the incident. The customer was at 180 to 160 mg/dl the night before the low. The customer used food to treat. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump during the incident. The caller believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer has been having lows on and off for the last few months. The customer had stopped taking a certain medication. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded. (Did not continue dripping insulin after test).